Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board assembly.

Event description:
The loaner programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.